Event description:
During nocturnal 8 hour treatment, 2.5-3 hours into the treatment, venous side of combiset separated beneath the inline twister apparatus. This resulted in >275 <300cc blood loss. Access flows were set up to be completed on nocturnal shift - this pt had just prior to the shift the insertion of a temporary catheter. The twister apparatus had not been utilized. Hgb prior to the event was 10.6. Post hgb - 9.3. Epo was being utilized and no transfusion nor hospitalization was required - epo was increased and hgb has been stable. Physician was notified and no other orders were received at the time.